Manufacturer narrative:
On 4/25/2021, bwi received additional information regarding the event. In the opinion of the physician, there was no abnormal increase in impedance during ablation and the ablation index was normal and therefore not related to the bwi products. It was not reported extended hospitalization was required. Patient was reported as improved. Cardiac tamponade was observed after the procedure completed. There was no evidence of steam pop. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30506648m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. After the procedure (1 hour since the procedure was ended) right atrial ra tamponade was confirmed. Pericardiocentesis was performed. The physician commented that there was no impedance rise during ablation and ai value normal. On follow up the patient was fully recovered, and no abnormalities were found after that. No further information is available at this time. The force issue is not MDR-reportable. However, since this event is life-threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.